Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer is calling to report that the multiclix lancet would not retract after firing. Customer stated drum was properly seated, and the lancet was protruding past the end cap. No adverse event alleged. A request was made for the return of the device.